Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece model lens and noted the lens was torn. The lens was removed from the pt's eye with no pt injury, no enlarged incision or sutures. Another same model lens was implanted with no problem.

Manufacturer narrative:
(B) (4). Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear and reddish residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).